Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries, other injuries [injury], neuropathy [neuropathy peripheral], excess zinc [blood zinc increased], copper depletion [blood copper decreased], hypocupremia [copper deficiency]. An attorney reported that their female client, now age (B)(6), used fixodent denture adhesive, form/version unk and super poligrip, unspecified total daily use as intended to hold dentures that she received approximately 27 years ago, with last known use around 2009 and reported the following:"profound and permanent neurological injuries, severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; has been diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, and hypocypremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer (received dentures approximately 27 years ago). No further information was provided. Dose, frequency and route used: unk, intraoral. Dx for use: on dentures (denture wearer).